Event description:
A phönix 3i a-flex device was returned to a service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of patient injury or harm. No medical intervention was required for the patient. During the evaluation of the device, the service center visually inspected the device and found evidence of visible foam particles. The device was scrapped.

Manufacturer narrative:
Philips respironics had previously reported on this phönix 3i a-flex, sys one, 60 srs device, but we are not the legal manufacturer of this device. We are the distributor. Philips respironics will notify h&l (lowenstein medical) since they hold the rights to the ce mark and the reporting responsibility decisions.